Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The clip was attached to the coil sheath of the device. The evaluation confirmed that the clip could not be closed. The slider could not be moved since something was stuck in the clip pipe. The part in the handle was broken. As a result of checking the clip, there was no abnormality. The manufacturing history was reviewed, with no irregularities noted. Depending on the endoscope¿s position inside the patient, the operation of the slider may become heavy, so that the part in the handle might have broken. Due to the part breakage, clipping could not be performed correctly and the clip might not be released. The instruction manual of the device has already warned as follows: *depending on the endoscope¿s position inside the patient, the slider may be weighed down so that clipping cannot be performed correctly and/or making it difficult to detach the clip from the instrument.

Event description:
This is a supplemental report for MFR report # 8010047-2017-01361 to provide amendatory and additional information (including device manufacture date) based on the evaluation of the returned device. It was a surgery of upper gastrointestinal on ulcer. During the procedure, one device was used. The procedure was completed with an unspecified similar device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, two devices were used. The user pulled the slider of the first device all the way to the end. However, the clip did not close. The user pulled the slider of the second device, but it did not work. It was reported that the user canceled the procedure. No further information was reported. There was no patient injury reported. This MDR is regarding the first one of two devices.